Manufacturer narrative:
Device is not available for evaluation as it remains implanted in patient. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported that a patient had postoperative radiographs and it was noticed that the lefort plate had fractured (either (B)(4) / it wasn't stated which plate was fractured). It was further reported that the patient will require revision surgery, but has moved out of state. The surgeon reported the patient was compliant with postoperative instructions.